Event description:
Tuohy inserted through ligamentum, glass syringe used for loss of resistance (lor). Lor at 9 cm. Inserted epidural catheter through tuohy and unable to thread catheter through tuohy - kept meeting resistance. Catheter and tuohy needle removed - epidural catheter tip was not visualized. Repeated procedure with new catheter (obtained individually packaged catheter from epidural cart. Used same site. Lor again at 9 cm. Epidural catheter inserted without problems